Event description:
A customer observed imprecise, positively biased phyt results on a pt sample while using the vitros 5,1 analyzer. Biased results were not released. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event is inconclusive at this point. No issues have been noted for vitros phyt precision on either quality control samples or pt samples. The phyt imprecision was confined to one pt sample. The instrument performance and sample processing of the sample tested in the event have not been ruled out as potential causes. The investigation is continuing. The root cause of the event is unk.